Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist dialed into the customer's system remotely and verified the customer's finding after reviewing the error log. The ccc specialist also verified that the results were not being suppressed. The ccc specialist checked the clot settings in controller # 2 and found that items 217 (clot detect facility) and 218 (clot detect sample type) were set with the incorrect setting. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced a damaged saline line check valve, which was affecting the clot detection capabilities. The cse also replaced the clot detector and changed the software settings back to the factory specifications. The system was restarted and the cse verified that the change was accepted. The cause of erroneous results being transmitted to the centralink data management system without associated clot c verification errors is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Clot c verification errors obtained on patient samples on an advia chemistry xpt instrument were transmitted to the centralink data management system without the errors being associated with the results. It is unknown if the erroneous results were reported to the physician(s). The samples were repeated on an alternate advia chemistry xpt instrument, resulting normal. The results obtained on the alternate advia chemistry xpt instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the incorrect results.

Manufacturer narrative:
The initial MDR 2432235-2017-00307 was filed on may 11, 2017. Additional information (05/25/2017): section b5 of the initial MDR states "it is unknown if the erroneous results were reported to the physician(s)." This information was provided indicating that the erroneous results were not reported to the physician(s).

Event description:
The erroneous results were not reported to the physician(s).